Event description:
It was reported that the craniotome attachment device was disassembled/fell apart. It was reported that all parts were retrieved. It was not reported if the event occurred during a surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction: d9: the date returned to manufacturer was documented as december 18, 2024 on the initial report. This date has been updated to december 24, 2024. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the craniotome device was disassembled was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had bearing damage, and the neuro-tip of the device was damaged. It was noted that there was damage to the dura-membrane guard and the insertion of bar not possible (bearing dislodged). It was further determined that the device failed pretest for visual assessment and cutter insertion. The assignable root cause of this condition was determined to be traced to component failure due to wear.